Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the left master tool manipulator (mtml) for failure analysis investigation. The unit was analyzed and the resistance was found indicating the esmb p on the mtm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where sine cycle test was found to be failing on the mtm. Once testing was completed, the embedded sterilized in master base (esmb) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse spoke with the robotics coordinator and was informed that the issue was happening during guided tool exchange on the left master tool manipulator (mtml). The fse then replaced mtml on ssc to do mtm movement during guided tool exchange. The system was tested and verified as ready for use. Isi has not received the mtm involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, an operating room (or) staff member reported that there was uncontrolled movement of the left master tool manipulator (mtml) associated with universal surgical manipulator (usm) arm 1. She was not present in the room at the time and was unable to confirm whether the head was removed from the surgeon side console (ssc) before or after the hand was released. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the ssc should be positioned on a level floor and that the head should be removed from the ssc prior to releasing the mtm hand controller. The procedure was completed as planned with no report of patient injury.